Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-aug-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 7.3 and auxiliary drawer 3.2 was failed. A field service engineer found that the multiple leaflets at the cubic pockets were not being detected on the drawer. The drawer was removed from the bus, and the motherboard was accessed by unscrewing and lifting it and foreign material in the form of staples was found and removed. After removal, the issue was resolved, and the customer was able to successfully recover the drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 7.3 failed to open and it required maintenance. The customer attempted to recover the storage space and reboot the station; however, the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.